Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found the tube extension exhibits signs of scratch marks/abrasions. Tube extension scratch marks measured roughly 1.426 x 0.489. The complaint regarding silver shards come off of shaft was confirmed by failure analysis. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, slivers-sharp shards come off of the 8mm maryland bipolar forceps instrument's shaft when rubbed. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported 'slivers' in the maryland bipolar instruments were discovered during central processing. It is unknown if any of these tiny fibers were lost in the patient; they would be very difficult to see but easy to feel, like getting a sliver. Most technicians are double-gloved, so they would not notice the slivers during the procedure. It is unclear if the damage was the dark grey insulation peeling off, but it was observed on the instrument's shaft. No photos of the instrument were available for isi review. During the last registered use of the instrument, there were no reports of injury to the patient or a fragment falling into the patient; the procedure was completed robotically, and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.